Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high glucose for several days. The blood glucose reading at time of call was 359mg/dl, and she has treated with the insulin pump and manual injection. Troubleshooting was performed. The time, date and settings were correct. The mother stated that the insulin pump possible is bolusing on its own. Reviewed the settings and everything seems to be correct. Assisted the customer to run a fixed prime test and the insulin did exit. The mother stated that they received the tubing clamp, but she rather to perform the high pressure time before next infusion set change. No further information was provided.